Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a fall at an assisted living facility and was transported to a trauma unit. An interrogation was performed, during which an event was found to have been recorded. Technical services (ts) was consulted and provided assistance. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.